Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the internal carotid artery. The emboshield nav6 was advanced and was deployed without issue. However, prior to stenting during removal of the delivery catheter the nav6 filter moved from the cavernous segment (c4) to the petrous (c2) segment. The filter was retrieved with the catheter and the procedure was completed with the same device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for evaluation. However, factors that may contribute to migration of the filter may include, but not limited to, device placement technique, introducer sheath support, inner diameter of introducer sheath, kinks in the introducer sheath or embolic protection device/epd, outer diameter of the epd, buildup of blood or contrast, or damage to the epd and/or delivery system. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported filter migration. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device